Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving multiple inappropriate shock therapies due to lead noise diagnosed as fibrillation episodes. The shock therapy was temporarily disabled. No further information is available.

Manufacturer narrative:
External insulation abrasion was noted at 12.7-13.8cm from the connector pin, consistent with lead friction to the ICD can. Internal insulation abrasion under the rv shock coil was noted at 4.0-4.9cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 5.1-5.9cm from the distal tip. The sensing conductor etfe was abraded at this location. This is consistent with the observation from the field of noise and inappropriate hv therapy.

Event description:
Additional information received indicated the rv lead was explanted and replaced.